Manufacturer narrative:
Sections d4 (expiration date), h4: additional information. Manufacturer's investigation conclusion: the patient remains ongoing on lvad support and no further issues have been reported at this time. No product was returned for analysis. Although the evaluation of the submitted system controller log file confirmed the report of pump not maintaining the fixed speed, a specific cause for these events could not be conclusively determined through this evaluation as there is no product available for investigation. The first submitted system controller log file captured several pump stoppages and low speed advisory/hazard alarms on (B)(6) 2018 and (B)(6) 2018, while the system controller was connected to a power module. The driveline was disconnected from the system controller on (B)(6) 2018 at 11:57:58 pm, and the controller was powered down on (B)(6) 2018 at 02:02:50 pm. The second submitted system controller log file captured the system controller being connected to a pump with the clock not set, and further pump stoppages and low speed advisory/hazard alarms on the power module were observed at unknown times. The clock was set on (B)(6) 2018 04:17:06 pm, and another pump stoppage was observed at 04:20:39 pm while connected to a power module. Power elevations up to 9.4 w were captured during some of these events, and low flow hazard alarms were associated with the low speed hazard events. Based on previous complaint history, these events appear consistent with a potential driveline issue. The heartmate ii left ventricular assist system (lvas) patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas instructions for use (IFU) outlines indications of driveline damage as well as how to respond to such events. Both of these documents outline all system controller alarms, as well as how to respond to each alarm condition. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system controller revealed events where the pump could not maintain fixed speed on ac power support. The patient was asymptomatic. A short-to-shield was suspected. X-ray images reviewed by the manufacturer¿s technical services showed two stressed areas of the driveline internal to the patient. The portion external to the patient showed stressed shielding near the bend relief of the connector. On (B)(6) 2018, a distal end driveline investigation was performed. Manipulation of the external part of the driveline did not show any occurrence of issues. When the patient turned to a left-side position, a sudden drop in pump speed occurred. It was suspected that the short-to-shield was internal to the patient. It was reported that the patient refused further action. No additional information was provided.